Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -14.0/1.5/021 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2021 the lens was explanted due to elevated iop. Phaco-emulsification (cataract surgery) and iol implantation was performed and the problem was resolved. Cause was "inflammatory reaction due to iris chafing and pigment dispersion." Status of the eye is pseudophakia.

Manufacturer narrative:
Additonal data: h6-health effect- clinical code: "1791-mild corneal edema" should be added. B5- the reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -14.0/+1.5/21 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 inflammation, iris chafing, pigment dispersion, elevated iop without pupil block and angle closure was assessed. Reportedly "inflammatory reaction due to iris chafing and pigment dispersion". On (B)(6) 2022 the lens was explanted. Phacoemulsification (cataract surgery) and iol implantation was performed and the problem was resolved. Status of the eye: "mild corneal edema". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4581- angle closure; pigment dispersion; iris chafing. B5- the reporter indicated the surgeon implanted a 13.2mm vticm5 13.2 implantable collamer lens of diopter -14.0/+1.5/21 into the patients right eye (od) on (B)(6) 2022. The patient experienced inflammation; iris chafing; pigment dispersion; elevated iop without pupil block and angle closure. Reportedly "inflammatory reaction due to iris chafing and pigment dispersion". On (B)(6) 2022 the lens was explanted. Phacoemulsification (cataract surgery) and iol implantation was performed and the problem was resolved. Status of the eye: "pseudophakia". Claim# (B)(4).